Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the cable insulation was peeling away at donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). Patient reported that starting "about two weeks ago" when she was charging her ins her controller screen went blank/unresponsive and she had to reset the controller. She stated following controller reset she got system problem rm03 message when trying to charge ins again. Patient reported that she continued trying to charge her ins and the recharger antenna (rtm) paddle "got warm". She stated that this occurred during "a terrible thunder and lightning storm". Patient went through recharging ins on call and initially stated she was getting excellent recharge quality, but stated the recharge quality quickly changed to poor without moving the rtm at all. She stated that her controller battery is draining due to trying to charge her ins for long periods of time due to these issues. Patient was relating all issues. No symptoms reported. A replacement controller and rtm was sent to the patient.